Event description:
During a remote follow up, it was noted the device had stopped sending transmissions. The patient presented in clinic and the device was unable to be interrogated using rf telemetry. Technical support was contacted and suggested an additional in clinic follow up and reprogramming to resolve the event. The patient presented for an additional in clinic follow up and reprogramming was performed to resolve the event. The patient was stable.